Event description:
A falsely depressed enzymatic creatinine_2 (ecre_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The erroneous result was reported to the physician(s). On the following day, a second sample of the patient was processed on the same analyzer and recovered higher, which made the physician question the initial result. Then, the initial sample was repeated twice on the same atellica ch 930 analyzer and the results correlated with the result obtained on the latter sample. The repeat results and the result obtained on the latter sample matched the patient¿s historical results. There are no known reports of adverse health consequences due to the falsely depressed ecre_2 result.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). The customer reported that a falsely depressed enzymatic creatinine_2 (ecre_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The quality controls (qc) were acceptable at the time of the event. Siemens reviewed the ecre_2 calibrations and qc on the dates of processing and they were comparable. The customer ran a precision test utilizing the two samples and the results were acceptable. Since the qc was acceptable and within ranges for the analyte, siemens eliminated the instrument and reagents as potential causes of the falsely depressed result. Also, siemens reviewed the aspiration pressure profile data for the reagent arms, sample arm, and dilution arm and no abnormalities were noted that were associated with the patient sample, indicating all the contents necessary for the reactions were successfully delivered. Siemens concluded that preanalytical factors, such as sample handling, potentially contributed to the falsely depressed ecre_2 result. The instrument is performing according to specifications. No further evaluation of this device is required.